Event description:
It was reported that during an aortic valve replacement procedure, a balloon puncture occurred. Thoracotomy was performed for aortic valve replacement, however, valve replacement was not possible due to severe calcification. In order to close the procedure, the equalizer balloon catheter was used to occlude the blood flow of the ascending aorta. While stitching the blood vessel, the needle punctured the equalizer balloon. The procedure was completed with another of the same device. It was reported that following the procedure, "the physician noticed a piece of the balloon material was missing and suspected that it could have remained in the body." The pt's condition was reported as "stable".

Manufacturer narrative:
.